Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Customer consumed carbohydrates to address bg. The customer alleged the pump's control iq software was not adjusting insulin delivery as intended; however, this could not be confirmed as the customer declined further troubleshooting with tandem technical support and declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.